Event description:
The user facility reported that two employees obtained an injury to their arm when the lid to the advantage plus pass-thru automated endoscope reprocessor (aer) closed. Medical treatment was sought.

Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Following the reported event, a maintenance employee at the user facility inspected the advantage plus pass-thru automated endoscope reprocessor (aer) and inadvertently kicked the foot switch during their evaluation subsequently causing the lid to close on their finger. No medical treatment was sought or administered. The advantage plus pass-thru aer operator manual states, (pg.8), "for service or service-related questions, contact steris." A steris service technician arrived onsite following the reported event to inspect the unit. During the technician's inspection he found that the lid open sensor switch was out of alignment. The technician was unable to confirm if the lid open sensor switch was the cause of the reported event or if the sensor switch became misaligned during the user facility's maintenance employee's inspection. The steris service technician repaired the advantage plus pass-thru aer, tested the unit, confirmed it to be operating according to specification, and returned it to service. Steris performed in-service training on the proper use and operation for the advantage plus pass-thru aer, specifically the importance of not kicking the foot switch and contacting steris for service. No additional issues have been reported.